Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of skin discoloration, pale, bruising and vascular occlusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of bruise, skin discoloration and impaired vascular system (circulation): contra-indications: ¿ do not inject into the blood vessels (intravascular). Intravascular injection may lead to embolization, occlusion of the vessels, ischemia or infarction. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ haematomas. ¿ staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect).

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc. After the injection, the patient developed a natural skin discoloration to the lower lip and then bruised. On the next morning, the patient's lip was pale and had a good capillary refill and no pain. Patient was then treated with hyaluronidase and had a better capillary refill. It was believed that the patient had a vascular occlusion to the lower lip. The patient was treated with hyaluronidase again the following night and given aspirin. Symptoms resolved that day.

Event description:
Additional information: patient was injected in the lips.